Manufacturer narrative:
Testing of actual/suspected device(10): a getinge field service engineer (fse) was dispatched to evaluate this unit. After further investigation by the fse the unit was discovered to have erroneous failure codes in log. The unit required parts to be changed which were replaced. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) helium transducer will not calibrate. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the system clock was incorrect. The fse observed multiple erroneous failure codes in the logs. Saline damage was observed on the main board. The foam insert that was designed to prevent fluid ingress was deformed. The fse replaced the main board and the gasket. The unit passed all calibration, functional, and safety tests. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center observed a white residue on the main board. Based on past experience, this residue is consistent with saline. CAPA-14-ca-0097 has been initiated to address this issue. Due to the saline observed on the board, the board will not be tested. The saline spill, most likely, was the cause of not being able to calibrate the helium transducer which produced a maintenance code 5. Retaining the board in the nrc per procedure.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) helium transducer will not calibrate. There was no patient involvement.